Event description:
Per the audiologist's report, this patient stopped hearing well with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that multiple electrodes were not functioning according to manufacturer's specifications. The surgeon scheduled explantation / remimplantation surgery in 2006.

Manufacturer narrative:
This type of event is addressed in the device labeling code.